Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on feb. 28, 2018. There was a deformation at the distal end of the device. Other than that, there was no abnormal shape regarding the failure to insert it into the papilla. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. However, this type of event is most likely related to the operator's technique. The possible cause of the deformation is that the distal end of the device was subject to the excessive load. In addition, the failure of insertion might occur since the deformed part got stuck with the papilla. The instruction manual of the device has already warned as follows; #do not extend or insert the instrument abruptly, and do not force the instrument if resistance to insertion is encountered. Reduce the angulation or lower the forceps elevator of the endoscope until the instrument passes smoothly. Otherwise, patient injury, such as punctures, hemorrhages or mucous membrane damage could occur. It could also damage the endoscope and/or instrument.

Event description:
During the endoscopic retrograde cholangio-pancreatography (ercp) procedure, the subject device was used. The user failed to insert the device into the papilla despite trying it for about 30 minutes. The user stopped the procedure because the papilledema occurred. After the procedure was stopped, the user confirmed that the distal end of the subject device was deformed. The user did not confirm whether the subject device was deformed before use. There was no additional patient injury reported after the procedure was stopped. This is the report regarding the stopping the procedure.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".